Event description:
It was reported that during a da vinci s hysterectomy procedure the megasuture cut needle driver cable broke in half during suturing. Nothing is reported to have fallen into the patient. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has been returned to isi for evaluation. Complaint of the broken cable is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .160 - .500 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.